Event description:
A pt reports seeing ghost images.

Event description:
A follow-up visit with the reporting surgeon revealed that the surgeon now feels the pt's ghost images are most likely caused by wrinkles noted in the posterior capsule and are not related to the intraocular lens.